Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the abdomen. The infected site was painful, warm to the touch with swelling the size of a quarter. The patient was given an over the counter antibiotic and a warm compress by their licensed practical nurse (lpn) at home. This pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.